Manufacturer narrative:
Section d4 - updated. Section h4 - updated. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists adverse events, including bleeding, infection, peripheral thromboembolic events and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU also lists infection and thromboembolism as potential late postimplant complications. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides the suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Due to system limitations, the following codes could not be added to the report: h6: health effect - clinical code ¿ muscle weakness e1621. H6: health effect - clinical code ¿ fatigue e2312. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted on (B)(6) 2024 for weakness and fatigue. The patient was found to be anemic and received a blood transfusion. The anemia was follow up on with an esophagogastroduodenoscopy (egd), which showed small clots and active "oozing". They were then treated with an argon plasma coagulation (apc). The patient then developed spontaneous bleeding at their left arm atrioventricular fistula, which required a suture and intensive care unit (ICU) monitoring for the night. Revision of their fistula sit was completed in the operating room with plan for discharge, however prior to discharge, the patient developed abdominal pain requiring additional imaging. The computed tomography (CT) scan showed colitis and the patient was started on antibiotics. The patient had no improvement on the antibiotics. The repeat CT scan showed an obstruction, which created concern for ischemic bowel versus diverticulitis complication. The patient declined further intervention and requested transition to comfort care given the extent and high risk of interventions. The patient was then made "do not resuscitate" (dnr). The patient passed away on (B)(6) 2024. It was stated the cause of death was not device or therapy related and the pump operated as expected. An autopsy was not performed. The pump was not explanted and would not be returned.